Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had a no motor movement or negligible movement alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that they perform displacement test and insulin pump successfully complete steps in displacement test. Customer stated that alarm occur during fill tubing. Customer perform self test and test was failed. Customer stated that they receive hardware low level failures alarm twice in a row during troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer complained about having pump error 63 alarm/pump error 38 alarm on (B)(6) 2021. The thus download was successful. Pump error 38 alarm found in the pump history/trace download on (B)(6) 2021 at 19:48:00 o'clock. (2) pump error 63 alarm found in the pump history/trace download on (B)(6) 2021 at 20:38:31 o'clock and 20:52:26 o'clock. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 38 alarm noted during testing. Pump error 63 alarm noted during self test. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and faded serial number label. The p-cap locks properly into place. Device was cut opened, inspected and tested. No physical damage or moisture damage found on the electronic assembly and motor assembly. The motor was tested outside of the device on the stb3 and passed. Broken trace found on u1 keypad assembly. In conclusion, pump error 63 alarm during self test and confirmed in the insulin pump history due to broken trace on u1 keypad assembly. Pump error 38 alarm found in the insulin pump history/trace download. Cosmetic damage found on the back of the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.